Event description:
The loaner core impaction drill was returned after the account received their own device back from repair. Upon evaluation at the manufacturer, the device overheated and an unknown substance was found on the nose cone. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation at the manufacturer, it was discovered that the nose cone, sockets, motor, and driveshaft assembly were corroded and the bearings were worn/damaged.